Event description:
It was reported that an unspecified amount of bd¿ slip-tip syringe with attached needle had issues with the needles breaking. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿the patient also stated that sometimes his needles break"

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that an unspecified amount of bd¿ slip-tip syringe with attached needle had issues with the needles breaking. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: ¿the patient also stated that sometimes his needles break."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.